Event description:
It was reported that during a hepatectomy procedure, the device was used for the pulmonary vein in glisson's capsule. At the first stroke of the first firing, the doctor stopped to grasp the firing trigger because he felt some difficulties. The doctor said that a clip tucked into the jaw, which caused the device to stop the firing and caused a little bleeding. The manual release lever was used and the jaw was opened. A new cartridge was loaded and the doctor fired. The second firing was performed with the blind view. After the second firing, the jaw was not opened although the release button was pushed. So the manual release lever was used to open the jaw. Just after that, more bleeding occurred. The total blood loss was 2,000cc and a transfusion was treated in high volume. Then the procedure was converted to an abdominal section. The area of the bleeding was confirmed by ivc-banding and additional suture was performed to complete the case. After the procedure, the pt stayed in ICU. In 2008, the decannulation was performed. The next day, the pt was moved to the general ward. The enterostomy was performed and a subcutaneous infection occurred. A panting sound was heard and the pt was sent back to the ICU. The following month, a CT-scan was performed as an expansion of the abdomen was noted. Necrosis and a hole were found at the bowel. It was confirmed that this hole in the bowel had caused the expansion of the abdomen. The following day, the pt's respiratory condition and renal function worsened. As a result, the pt died.

Manufacturer narrative:
Date sent: 1/13/2009. Info not available, device not returned for analysis.